Manufacturer narrative:
Therapy date of reported concomitant devices is (B)(6) 2016 device history records review was completed for part# 04.027.052s, lot# l080938. Manufacturing location: (B)(4), manufacturing date: aug 04, 2016, expiry date: jul 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of secondary fracture is unknown. Initial implant date is unknown. Unknown if the device was explanted during the revision procedure. Device is not expected to be returned for manufacturer review/investigation. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested and is currently pending completion. (B)(4) is used to capture the secondary fracture on the distal area of the inserted pfna-ii blade. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a (B)(6)pfna ((B)(6) proximal femoral nail antirotation) surgery for the femur trochanteric fracture, located on the proximal humerus, on (B)(6) 2017. After the surgery, the surgeon noticed the secondary fracture on the distal area of the inserted pfna-ii blade. He repositioned the intramedullary type fracture to the extramedullary type fracture. He did not apply side stoppage. The posterior trochanter major had been separated. Although the surgeon notices some slight rotation on the bone fragmented area, the fractured area also shows bone fusion, too. The surgeon believes the possible cause as ¿when the treated area had been put load, that load might have added excessive rotating force, which might have resulted in the secondary fracture.¿ there is no information available about patient and surgical outcome. Concomitant devices reported: pfna-ii ø11 sm 130° l200 tan (part # 472.116s, lot # 9945643, quantity 1), pfna-ii end cap extens. 0 tan (part # 473.170s, lot # l070925, quantity 1). This is report 1 of 1 for complaint (B)(4).